Event description:
Spontaneously, patient reported defective device. The exact details of the malfunction the how and why: a bent/jagged needle. The outcome of the malfunction/defect, was there an adverse event? No, did not get dose. The date the malfunction occurred: (B)(6) 2021. Was there a missed dose as a result of the malfunction/defect? Yes. When is the next dose scheduled and does the patient have medication on hand? (B)(6) 2021 no. Lot number: 01483a. Expiration date 07/2023. No further information provided. Unknown if still on hand. Reported to (B)(6) by: patient/caregiver.